Event description:
The pt reported she is not receiving stimulation. The pt's programmer displays a communication error and her charging system is unable to locate her scs ipg. The pt has not charged her system in months. The pt was advised or charging guidewires. F/u is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.